Event description:
Customer reports to have high blood glucose of over 200 mg/dl. Customer's blood glucose ranged from 128 mg/dl to 263 mg/dl. Customer's blood glucose at the time of call was 263 mg/dl. After troubleshooting it was found that insulin pump functioned as designed and cannula was bent and occluded. Customer was advised to change infusion set and reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)